Event description:
A federal correctional institute reported a rescue attempt on a male patient who was found hanged in an apparent suicide attempt. They reported that during the rescue the AED's battery died, and a second AED was used. They reported that although the patient was shocked three times, he was not resuscitated. They were not sure which AED had the battery problem and thus an MDR is being submitted for each devices. The second AED associated with this event is being filed under MDR 3003521780-2023-00013.

Manufacturer narrative:
The evaluation of the AED log files from this device is currently ongoing, and the root cause is not currently known. Should additional information become available a follow-up MDR will be submitted.

Manufacturer narrative:
Analysis of the event file identified an event lasting 512 seconds, consisting of five analysis periods. During the first analysis period, the AED identified interference and re-initiated the analysis. During the second analysis period, the AED identified a shockable rhythm (ventricular fibrillation) and advised and delivered a shock. The delivered shock did not convert the patient to a normal rhythm. During the remaining analysis period, the AED identified non-shockable rhythms and appropriately did not advise a shock, prompting CPR. During the fifth and final analysis period, the AED was powered off by the user, and by design, the AED reported to "replace the 9-volt battery". Contrary to the customer's report, the AED did not power off or experience battery depletion; log file review confirms an orderly shutdown consistent with user-initiated power-off. The AED remained capable of analyzing cardiac rhythm and delivering therapy throughout the event; no condition was identified that would have prevented therapy delivery.